Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Additional information received: it was informed that this patient has unfortunately passed away. At this point it is not believe to be device related, but the sales rep will be meeting with the surgeon to obtain more information. Because this was a patient death the sales rep will also be offering a call with medical and engineering internal partners. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? No, he does not do leak test, he trust the staple line. Was the staple line visualized endoscopically during the initial surgical procedure? Open procedure, yes it was examined. How was the leak identified? Pain from the patient next day. CT scan showing leak, took patient back to or to repair. What was observed at the site of the leak upon reoperation? Staple line opened up. How was the leak addressed? Hand sewn repair what color cartridges were used throughout the procedure? Blue reload what is the current patient status? Patient passed away. Patient died with covid but not necessarily from covid according to dr. (B)(6) line failure certainly caused issues in recovery. Dr. Does not need to speak with engineering or medical from ethicon at this time. H1, b1, b2.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information: this is an analysis of the photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue held up with surgical instruments, and the presence of one staple that appears to be not properly formed on the tissue. In addition, a surgical instrument can be seen handling the tissue. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a gastrojejunostomy procedure that the patient was brought back to the or the next day for a laparotomy due to unknown symptoms. Upon examination it was found that the bowl anastomosis had split open on the posterior side and had leaked into the patient¿s abdomen. Surgeon sutured the opening and patient is currently stable.